Manufacturer narrative:
Eval summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause. Not enough info was provided from the account to properly complete an investigation. Attempts have been made to obtain add'l info. A completed questionnaire has not been rec'd. (B)(4).

Event description:
After initially reporting one pt with glistenings noted following intraocular lens (iol) implant surgery, a surgeon then reported nine more pts. For this pt, there was no report of visual changes. The surgeon noted two plus granular deposits in this lens. Add'l info has been requested. There are twelve medical device reports associated with this event. This report is for the fifth pt. The first pt was reported under MFR report # 1119421-2011-01438.